Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 20-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp would be replacing the patient's entire system with a flowonix system due to an unknown issue with the device. The issue was noted to be unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the device was not working or effective. It was noted that a system explant took place and the pump as well as a portion of the catheter would be returned for analysis. It was unknown if the issue was resolved. No further complications have been reported as a result of this event.